Manufacturer narrative:
The cartridge, which was returned with the stapler and was reported as the cartridge used when the event occurred, were found not to have been fired. Subsequent deployments with both the returned cartridge and another cartridge showed that the stapler was in working order, with no malfunctions noted. The complaint was unable to be recreated.

Event description:
A vats lobectomy procedure was done by a physician in (B)(6). The microcutter xchange 30 staple was used to transect and staple three vessels without any issue. Subsequently, when transecting a branch of the pulmonary artery of the middle lobe, it was reported that the surgeon opened the stapler jaws and noted that the microcutter had cut but did not staple. The doctor stopped the bleeding and then elected to do a thoracotomy. It was reported that the patient lost approximately 1 liter of blood and received a transfusion. The patient was reported to be doing well and was stable.